Event description:
Johnson & johnson has been informed of the intent for legal action or potential litigation, there is no other info available at this time. Based upon the attached file, this pt suffered serious and permanent injury. It is presumed that the pt suffered stent thrombosis.

Manufacturer narrative:
Report was received regarding potential legal action involving a presumed stent thrombosis. Review of the available info does not reveal sufficient info to relate the procedural, pt or target lesion details. An unk cypher stent was placed in an unk coronary artery of a male pt and subsequently, the pt suffered a presumed stent thrombosis. The stent is unavailable for analysis and no sterile lot number was provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Stent thrombosis is a known potential adverse event associated with coronary artery stent implantation and is listed in the product IFU (instructions for use) as such. Review of the severely limited info does not suggest what factors may have contributed to the presumed stent thrombosis.